Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation showed that the parts of the wire are broken of the phaco needle. And metal parts where found inside the hand piece. The investigation could not reveal the root cause. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
We received this phako handpiece from our customer who reported that during a surgery came little metal splinters in the eye. All information has been disclosed. The sample is available for evaluation. No further information as to the status of the patient.